Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01412. It was reported during a recent lead replacement surgery (reference MFR report#1627487-2016-01438) the physician was unable to implant the two new leads in the epidural space due to scar tissue. As a result, the case was abandoned.